Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-03324. It was reported the patient experienced ineffective therapy. As a result, surgical intervention may occur at a later date to address the issue.